Event description:
It was reported by a hosp in sweden that a 250 ml container of d5w with cetobemidon and haloperidol was to infuse over 12 hours at 20.8 ml/hr. However after approx 2 hours the solution container was empty. The pump displayed the appropriate rate and a volume left to infuse of 219 ml. The pt was somnolent but reached to speech. Naloxone hydrochloride was given IV. The pt awoke and "felt sick". Droperidol was administered and the pt was watched. Approx 1 hour later an additional dose of naloxone was given. The pt became more awake but was still somnolent. The pt continued to be observed for respirations and level of alertness. No additional medical intervention was reported.